Event description:
During laparoscopic appendectomy, endo gia universal stapler did not fire. A different endo gia universal stapler worked once and then when re-loaded it would not fire. No apparent injury/harm to the patient. Surgical procedure reference: (B)(4).